Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the continuous glucose monitor (cgm) alerted the patient of a high blood glucose (bg) that was reading of 448 mg/dl. It was indicated that the patient was not experiencing any symptoms; however, they called the ambulance. The patient was taken to the hospital and was given intravenous (IV) therapy and fluids. The patient stated that they experienced a high due to gastroparesis. The patient was released from the hospital the same day. At the time of contact, the patient was doing good. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.